Event description:
Was informed that my blood glucose monitoring machine may not be working correctly. Have noticed my blood sugar running is per the meter and have been trying to correct it even though my health regime did not change.